Event description:
The customer stated the day they got their new insulin pump they took it to their doctor to get assistance with the programming. During the tubing filling process, while the insulin pump was not connected to the customer, the device alarmed no delivery. The doctor was able to take care of the issue. The customer stated that it seemed to be caused by the infusion set tubing. The customer stated that since then, they did not have issues with no delivery alarms. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.